Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the hcp stated the patient was not getting any pain relief. It was unknown what the cause of the event was but the hcp replaced the spinal segment only. It was reported that the issue was resolved at the time of the report. The spinal segment of the catheter was discarded.

Event description:
Information was received, from a manufacturer representative (rep). Regarding a patient, receiving intrathecal morphine and bupivacaine (unknown concentration and dose) via an implantable pump for spinal pain indications. It was reported, that the reason for the call, was the rep stated, that they were doing a catheter revision today ((B)(6) 2024). The rep stated, that the original spinal segment was removed. And a new spine segment was implanted. Technical services reviewed, that there was drug in the pump segment, but not the tip segment. Technical services helped the rep program a priming bolus. And the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use, during the event include: product ID: 8598a (serial#: (B)(6)), product type: 0184-catheter, implant date: (B)(6) 2024, explant date: (B)(6) 2024, UDI: (B)(4), ubd: 2025-04-25. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.